Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. At the time when the paramedics arrived the customer's blood glucose was 23 mg/dl, but later at the hospital it was 26 mg/dl. The customer had passed out due to low blood glucose level and had injured their cervical spine and had a concussion. This happened because the customer was trying to suspend the insulin pump but, inadvertently, delivered extra insulin and was unable to stop the insulin pump. The customer stated that the incident happened on the street while they were walking home from the pharmacy. The customer stated that after the hospitalization they stopped using the insulin pump and had reverted to manual injections and their blood glucose levels were better. At the time of the phone call the customer's blood glucose was 143 mg/dl. Nothing further was reported.